Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary was damaged. A field service engineer dispatch to be cancelled. However, the customer resolved the issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer was failed. Customer stated that the whole auxiliary was failed and there was delay in patient care workflow. There were no adverse events or injuries reported based on this event.